Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other three perclose proglide devices, referenced, are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a link break was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was attempted using four proglide devices via a pre-close technique prior to an impella interventional procedure. Reportedly, the sutures of the first proglide device were deployed without issue. The second and third proglide devices were both deployed and the sutures came out with the device and did not stay in the patient. The fourth proglide device was deployed without issue. The interventional procedure was complete using a 14f sheath. At the end of the case the sutures were "tied off" and hemostasis was achieved with the pre-placed sutures and the help of manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.